Manufacturer narrative:
Additional information received: it was reported the frozen elephant trunk procedure and navion implanted in 2020 was a planned procedure medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Core lab review of CT imaging from 13-may-2024 did not observe any endoleak, fracture, stent ring enlargement or stent ring migration. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant navion (vnmc4337c200te) stent graft was implanted during the endovascular treatment of a aortic dissection and aneurysm of the descending aorta. The patient was diagnosed with a type b dissection one year previoulsy where infrarenal fenestration had been completed. 11 months post the navion implant, a fet procedure and valiant navion (vnmc4034c200te) stent graft was implanted. (Vnmc4337c200te proximal and vnmc4034c200te is the distal stent graft).  It was reported approximately 2 years post the index procedure, follow up CT showed a type iiib graft tear in vnmc4034c200te. The cause of the graft tear is undetermined. No additional clinical sequalae were provided and the patient will be monitored.